Event description:
Blue light procedure done (B)(6) 2025. Day after bluelight procedure had a bloody nose which lasted 1.5 weeks. It was mild only noticed when blowing nose. I remained stuffy for 3 weeks. I reported this to dr. (B)(6) bluelight photodynamic therapy. Blue light procedure done in doctor office.